Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown. Customer's wife stated that patient gets air bubbles in his reservoir and we reviewed the process of filling a new reservoir. Customer was advised that patient was not following the proper procedure on filling a reservoir and that is why there are getting air bubbles. Customer was offered to troubleshoot for air bubbles but declined and requested to have the reservoir replaced. Customer was advised that we will send a t-pack of reservoir as a courtesy.